Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. The caregiver informed the technical service representative (tsr) that the patient received the alarm the previous night. The caregiver ended therapy and the patient started over using new supplies. Upon reviewing procedures with the caregiver, it was noted that the extension set was connected to the patient line after the patient line was primed. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was noted that the patient line extension set was connected to the patient line after the priming phase of therapy, which is a known cause of alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.